Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used after exchanging an unknown sheath for an unknown 6f short sheath; however, the device slipped out before the visual indicator turned black/black. The procedure was completed with manual compression. There were no reported injuries to the patient and no signs of infectious disease. This was at the end of an endovascular therapy (evt) procedure. The physician has experience using the exoseal vcd. The vessel diameter was =5 mm and there is no calcification, plaque, or stent proximally. The product was stored in a temperature-controlled cath lab. A stenosis greater than or equal to 50 percent was not observed. Additional information was requested but was unavailable. The device will be returned for evaluation.